Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical issue with the inner shaft flush port of the delivery system. The articulation of the delivery system was out of plane. Flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was bent. The delivery system flush tube was pinched. The analyst noted the full delivery system was returned with the device intact in the device cup, the flush port valve was in the close position. There is exposed wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The outer shaft is bent at 5.5 cm from the distal end of the delivery system. Resistance was felt while flushing due to pinched flush tube at 15.1 cm, 20 cm, and 22.2 cm from the proximal end of the flush port valve. While flushing, there was no water the filled the device cup. There was no water that came out of the flush holes on the inner shaft while flushing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant of a leadless implantable pulse generator (ipg), the delivery system was attempted to be flushed with saline solution but the device cup did not fill. The physician continued with the implant attempt. When the deployment button was fully slid, only half of the device was deployed. When attempting to retract the device by sliding back the deployment button, the device deployed fully. The deployment button was then slid in the direction of deployment again which retracted the device halfway. The deployment button was moved in the direction of retraction and again, the device was pushed out for deployment. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.